Event description:
Per the audiologist's report, this patient was hit on the head with a volleyball sometime around october 2006. She began experiencing shocking sensations a month later. She was no longer able to wear the sound processor. The surgeon explanted the device in 2006 and reimplanted a new device the same day.

Manufacturer narrative:
This type of event is addressed in the device labeling.